Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced proximal and distal (suj) to resolve the issue. The system was verified and ready to use. The proximal suj unit was returned for failure analysis and the reported error 319 was confirmed but not replicated. In logs, the 319 error was found indicating node does not present at startup, confirming the fault occurred the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system along with distal where the unit started up in normal mode and no errors were triggered or in the error logs. The unit was then installed onto a patient side cart fixture test platform (pftp), and the unit passed all applicable test. The distal suj unit was returned for failure analysis, and the reported 319 error was confirmed but not replicated. In logs, the 319-error pointing to act was found indicating node does not present at startup, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system and the unit did not trigger any errors at startup in normal mode. The unit was then installed onto a pftp and passed all applicable test.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer informed the technical support engineer (tse) while setting up for a procedure they received non-recoverable 319 fault on startup. The tse confirmed 319 on arm 2 and assisted the customer through performing a hard power cycle on the patient side cart (psc) but the 319 continued to return. The procedure was converted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: it was informed that the surgeon was not able to use that robot to complete the procedure. They swapped the patient side cart out with a patient side cart from another system that was not in use at the time. They were not aware of any injury to the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Proximal set up joint (suj) - as result of these findings, failure analysis was able to conclude that the setup field replacement (sfu) and horizontal rolling loop is consistent with the reported event and could be the potential root cause for this issue. Distal suj - as a result of these findings, failure analysis was able to conclude that the axes controller tornado (act) printed circuit assembly (pca) is consistent with the reported event and could be the potential root cause for this issue.